Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported to technical services during troubleshooting a cycler alarm that the patient was receiving antibiotics. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient was cultured and diagnosed with peritonitis on (B)(6) 2018. The peritoneal dialysis nurse indicated that there was no malfunction that caused the infection, the patient reportedly had severe constipation which is what is believed to have caused the patient¿s peritonitis. The patient was not hospitalized. Additional information was solicited.

Manufacturer narrative:
There is a temporal relationship between ccpd therapy with the liberty cycler, and the patient¿s adverse event(s) of peritonitis and severe constipation which required antibiotic therapy. The pdrn stated the suspected source of the peritonitis was the patient having severe constipation. Based on the information available, there is no documentation or indication a fresenius device(s) caused or contributed to a serious adverse patient outcome. Additionally, there is no allegation of the machine malfunctioning or the machine not performing as expected. Additional information was requested in regards to the culture results, however at the time of this investigation remains unavailable.

Event description:
"."